Event description:
Boston scientific crm received information that on (B)(6) 2009 a pacing system was implanted in this patient due to complete heart block. Approximately two hours after the procedure, the patient experienced a slow rhythm. This right ventricular lead exhibited high thresholds with no pacing. A revision procedure was performed immediately. The lead appeared to be in the same position as the initial implant. The lead was attempted to be repositioned; however, the attempts were unsuccessful due to the inability to extend the helix. The lead was removed, replaced with a competitor's product, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a through evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional.